Event description:
A customer contacted beckman coulter inc. (Bec) reporting that approximately 10cc of clear fluid from the baths had leaked from their coulter act diff analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the incident. No injury or exposure was reported. There was no impact to patient results.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed that the rbc bath was overflowing. Fse removed clot from the rbc bath, performed decontamination procedure, replaced pump tubing, mixing check valves, diluent filters and adjusted clog detector numbers. The issue was resolved. The cause of the leak is related to a clot in the rbc bath drain pathway. (B)(4).